Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2013; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for spinal pain. It was reported that patient reported that they were not getting relief from her pump. On (B)(6) 2021 healthcare provider stated that he performed a dye study and found a strange pooling of dye in the spinal area where it should not be. The patient had the catheter replaced, the issue was resolved at the time of the report. The patient is alive no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2013; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for spinal pain. It was reported that patient reported that they were not getting relief from her pump. On (B)(6) 2021 healthcare provider stated that he performed a dye study and found a strange pooling of dye in the spinal area where it should not be. The patient had the catheter replaced, the issue was resolved at the time of the report. The patient is alive no injury.